Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 8 mdrs filed for the same event (also see 0002242816-2013-00117 / 00124).

Event description:
It was reported, that the instrument bit broke during a removal procedure and trephines became stuck in handles delaying surgery by an 45 minutes. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Visual inspection of the returned 7mm screw remover did not confirm the reported event. The screw remover does not look to be damaged externally with only slight wear marking internally. A review of the manufacturing records for the screw remover indicated that there were no dimensional, functional, or material anomalies reported at inspection in 2012. Reported incident was not substantiated for the returned 7mm screw remover.